Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube seal, cracked reservoir tube and a cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The blood glucose reading was 152 mg/dl. The customer stated that they were sweating and that it may have led to the alarm. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.